Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the distal end" malfunction could not be identified. The event can be prevented by following the instructions for use which state: follow reprocessing procedure of cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. The costumer did not provided answers for the cleaning disinfection and sterilization (cds) process, indicating obvious deviation form instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign objects resembling corrosion in the probe cover and objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.